Event description:
The customer reported that both displays on the central nurse's station (cns) were flickering. The secondary screen eventually faded to black, and the main screen was displaying a "no video input" error message. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that both displays on the central nurse's station (cns) were flickering. The secondary screen eventually faded to black, and the main screen was displaying a "no video input" error message. No patient events were missed. No patient harm was reported. Investigation summary: they had replaced the original displays with new ones but encountered a "display device resolution error" prompt when attempting to open the cns application. After confirming the current resolution settings and adjusting them to the recommended values, the issue was resolved, and the cns application opened without errors. Based on the information provided, the root cause of the display issue appears to be a misconfiguration of the new displays, possibly due to a lack of clear communication or oversight during the replacement process. There is no evidence of an nk device malfunction. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 08/11/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/25/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Manufacturer narrative:
The customer reported that both the main and secondary central nurse's station (cns) displays are flickering. The customer also reported that the secondary screen eventually faded to black and the main screen now displays "no video input" error. No harm or injury was reported. No events were missed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that both the main and secondary central nurse's station (cns) displays are flickering. The customer also reported that the secondary screen eventually faded to black and the main screen now displays "no video input" error. No harm or injury was reported. No events were missed.